Manufacturer narrative:
H.6 investigation summary this statement is to summarize the investigation results regarding a complaint that alleges discrepant result when using bd veritor¿ sars-cov-2 and flu a+b (material # 256088), batch number 2336591. Customer reported lot# 2336591, which is a test cartridge and used to make three different kit lot numbers 2348241, 2348238 & 2348229; therefore, the investigation was performed on the kit lot numbers 2348241, 2348238 & 2348229. Bd quality performs a systematic approach to investigate discrepant results complaints. This approach involves review of manufacturing batch history records, testing of retention samples, and testing of customer returned samples, if applicable. Batch history record (bhr) review and retain sample testing were performed on the batch number provided, results were acceptable, and no relevant issues were found. No photos or samples were returned; therefore, return sample analysis could not be performed. This complaint was unable to be confirmed. The root cause could not be identified. Currently no adverse trend for discrepant results was identified. Bd quality will continue to closely monitor for trends. H3 other text : see h.10.

Event description:
It was reported that while using the bd veritor ¿ sars-cov-2 & flu a+b that there was discrepant results. The following information was provided by the initial reporter: veritor 256088 lot no. 2336591 inaccurate.

Event description:
It was reported that while using the bd veritor sars-cov-2 & flu a+b that there was discrepant results. The following information was provided by the initial reporter: veritor 256088 lot no. 2336591 inaccurate.

Manufacturer narrative:
E.4 initial reporter phone # (B)(6). E.7 initial reporter addr 1: (B)(6). H.3. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.